Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 557 mg/dl. The high blood glucose was occurred when customer was at work and this was the seventh changed site when she got home and it started working again. Customer was only treated with the insulin pump. Customer declined troubleshooting the insulin pump for high blood glucose. The insulin pump will not be returned for analysis.